Manufacturer narrative:
Complaint conclusion: as reported, after placing an 8mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system, the stent did not release. The device was withdrawn and an attempt to release the stent outside of the patient was made. Excess force was used and the outer sheath fractured, but the stent did not release. The outer sheath remained in one piece despite the fracture. A non-cordis stent was used as a replacement. There were no reported injuries to the patient and the patient does not have infectious diseases. This was during a procedure to treat an 85% stenosis at the beginning of the right internal carotid artery which had severe calcification. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during the attempted deployment. The device was able to be removed easily from the patient and there was no indication that the stent was partially deployed. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis. The unit was visually inspected and a separation in a portion 20cm apart from the distal tip on the external shaft was noted. The stent was still mounted in the manufacturing position concluding that the received device was not attempted to be deployed or that it was not successfully activated to fully deploy the stent. A functional analysis could not be executed due to the separation on the outer shaft and core wire of the unit. Microscopical analysis was performed on the affected portion. During this analysis, elongations and plastic deformations could be observed on the separation borders of the affected area, which presented evidence of an overloading tensile strength exposure that may have resulted in the separation. Additionally, scratch marks were observed near one of the separations ends that could be related to an exposure to a sharp-edged material. The reported ¿stent delivery system (sds) - deployment difficulty¿ could not be confirmed as the functional analysis could not be executed as the device mechanism was compromised per the condition in which the unit was received. However, the events ¿outer sheath - cracked¿ & ¿inner shaft - exposed braidewire/corewire¿ were confirmed. Vision system analysis presented evidence of elongations, plastic deformations, and scratch marks on one of the separated borders. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separation, which may have been caused by an exposure to a material with a sharp edge. It is likely procedural and/or handling factors contributed to the reported event. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the available information does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The medical device problem code 3191 was selected due to an inability to select the appropriate code ¿delivery system failure¿. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placing an 8mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system, the stent did not release. The device was withdrawn and an attempt to release the stent outside of the patient was made. Excess was force was used and the outer sheath fractured, but the stent did not release. The outer sheath remained in one piece despite the fracture. A non-cordis stent was used as a replacement. There were no reported injuries to the patient and the patient does not have infectious diseases. This was during a procedure to treat an 85% stenosis at the beginning of the right internal carotid artery which had severe calcification. The device was stored and prepped per the instructions for use (IFU). The user maintained a fixed inner shaft position during the attempted deployment. The device was able to be removed easily from the patient and there was no indication that the stent was partially deployed. The device will be returned for evaluation. Addendum: the precise pro delivery system was returned with the inner shaft braidwire exposed.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.